Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in clinic on (B)(6) 2012 and the history log showed a ¿pump off¿ and flow of 0. Also noted were spikes in power ranging from 10.1-11.3. The pt stated that he did not hear any alarms and there was no ¿clock reset¿ alarm. Pump thrombus was suspected. Log files were sent into the MFR and pump operating parameters were reported to be normal. A request for the percutaneous lead to be inspected by the MFR¿s technical service personnel was scheduled. It was reported through the MFR¿s technician that the percutaneous lead passed inspection.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.